Event description:
It was reported that when the coil reached a position approximately 4mm from the marker at the tip of the subject microcatheter, the physician found that the coil had already pushed out of the tip of the subject microcatheter. The physician then withdrew the subject microcatheter and found that the tip of the microcatheter was broken. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.